Event description:
Tool broke at distal end of tac tube during surgery. Doctor was performing a spine surgery and was drilling sporadically with the tool. He would do a little drilling, come back out, then drill some more. Just before tool broke, he was going back in and the tool snapped just as it touched the bone. They were using suction and irrigation at the same time; the suction sucked up the broken piece. There was no injury to the pt. Surgeon replaced the tool and finished the case. The tube has worked fine since this incident. Troy believes the second tool was from same lot, but not 100% sure.